Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure in 2019 and the suture was used for wound closure. It was also reported that the suture breakage occurred. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: it was received for analysis an opened box with twelve unopened samples of product code y470h, lot pe5885. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found, and the tested samples met the finished goods requirements. The reported complaint could not be observed.